Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR. A visual examination of the returned device identified that a complete balloon circumferential tear was present in the balloon. The tear was located at 1cm distal to the distal edge of the proximal markerband. The shaft between the markerbands exhibited signs of stretching. This stretching is consistent with excessive tensile force having been applied to the shaft, and most likely occurred during the withdrawal of the device from the lesion. Both sections of the balloon tear were attached at the proximal and distal bond sites. An examination of the markerbands identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occured. Vascular access was obtained via right femoral artery through a non-bsc introducer sheath. The 95% stenosed target lesion was located in moderately tortuous and moderately calcified right external iliac artery. After a non-bsc guide wire crossed the lesion, a 6.0x40x80 wanda¿ balloon catheter was advanced for dilatation without any kink and resistance encountered. On the first inflation at 14 atmospheres after 30 seconds, the balloon ruptured. The balloon was completely removed from the patient. The procedure was completed with another with the same device. No patient complications were reported and the patient's complication was good.

Event description:
It was reported that balloon ruptured occured. Vascular access was obtained via right femoral artery through a non-bsc introducer sheath. The 95% stenosed target lesion was located in moderately tortuous and moderately calcified right external iliac artery. After a non-bsc guide wire crossed the lesion, a 6.0x40x80 wanda balloon catheter was advanced for dilatation without any kink and resistance encountered. On the first inflation at 14 atmospheres after 30 seconds, the balloon ruptured. The balloon was completely removed from the patient. The procedure was completed with another with the same device. No patient complications were reported and the patient's complication was good.